Event description:
Patient reported that one of their pumps is causing issues/not working correctly. Confirmed patient is on their back up pump and currently infusing with no issues but will need a replacement pump. Per reporter the device is beeping with no info to provide. Patient is infusing with no issues on the back up pump. Infusion is life-sustaining. This is a continuous infusion.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, this investigation was unable to determine a probable cause. Additional review of the reported issue determined this to be a non-reportable event.